Event description:
The user facility reported a placement signal issue during impella support. After crossing the aortic valve, both the ao and left ventricle (lv) waveforms became flat. The pump was subsequently removed and replaced to resolve the noted issue. The pump was returned and a significant cannula kink was observed. This was determined to be a positioning issue rather than a placement signal issue as the cannula was kinked during initial positioning causing abnormal pressures in the area of the optical sensor. There was no patient harm as a result of the reported issue.

Manufacturer narrative:
The investigation into the reported issue has been completed. The pump was returned for investigation. During the evaluation, the 5s parameters were found to be in normal range. A visual inspection noted a significant cannula kink. Upon conclusion of the investigation, the root cause of the reported issues was most likely use related as a cannula kink occurred during initial positioning which prevented the optical sensor from getting an accurate reading. This report is being filed as part of a retrospective review of historical records.